Event description:
It was reported that the patient presented in clinic after receiving an alert for right ventricular oversensing. As stored egms were programmed off there were no egms to review. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.